Event description:
It was reported that during the surgery when the doctor ask for the device, it came out of the package bent. No patient injury was reported. Back-up device was not available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 2.4 trocar tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported complaint of being bent. The passing pin is bent on two planes mid-point of its length. Shelf carton was not returned for examination. During the packaging process these devices are inspected 100%. A defect of this degree would be highly detectable. The damage appears to have happened outside of smith+nephew control.